Event description:
It was reported the patient was experiencing discomfort at her ipg site. The patient is no longer using her scs system as she no longer needs it for pain relief. The patient's entire scs system was removed.

Manufacturer narrative:
MFR's evaluation: the returned product was not analyzed as the complaint of discomfort could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.